Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported user advisory (ua) 41 error message. The autopulse platform worked as intended. Per the customer, the autopulse platform was usually stored in the ambulance unit. An ambulance sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours will increase the internal temperature of the autopulse platform and cause the occurrence of user advisory (ua) 41 error message. Per archive, the daily check was routinely performed by the customer. Therefore, the probable root cause for the reported complaint was due to the storage condition. Upon visual inspection, observed damaged front enclosure, which is unrelated to the reported complaint. The probable root cause for the front enclosure damage could be due to user mishandling. The front enclosure needs to be replaced to address the physical damage. Also, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. The autopulse platform is a reusable device and was manufactured in september 2015 and has exceeded its expected service life of 5 years. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or the take-up. As a precautionary measure, temperature sensor was replaced. The temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During the device check, the customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. Per reporter, the platform was tested on the hard surface. The platform usually stored in the ambulance unit. No patient involvement.